Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an insert battery alarm, and the pump would not turn on even after inserting a new battery. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed for the replace battery alarm, and the customer reported that no damage to the battery cap. Troubleshooting was performed for the battery failed alarm, and the customer reported that the battery compartment was damaged. The customer was instructed to discontinue pump use and revert to a back-up plan per the health care professional¿s instruction. No harm requiring medical intervention was reported. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
The pump passed active current test and sleep current test. No failed battery test noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the lowbatteryalert (104) on (B)(6) 2025 02:47:00 after more than 7 days at 12.77 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 08:21:01 after more than 7 days at 16.03 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Failed battery test alarm was not in pump downloaded history. Found moisture damage to motor assembly, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay, cracked case battery tube, cracked battery tube threads, stained and cracked keypad overlay, and missing display window cover. The p-cap/reservoir does lock properly. No power errors noted, no failed battery test noted, and passed all required testing. Confirmed damage located at the battery compartment. Confirmed moisture damage to the motor assembly, pcb1 board and pcb 2 board. Corroded battery tube was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.